Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was confirmed. Upon investigation the battery charger was resetting. The cause was contamination on the battery board and the y1 crystal oscillator was open. The cause of the resetting is the contamination and open oscillator. The cause of the open oscillator is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was resetting.